Event description:
Edwards received notification that a valve model 7300tfx implanted in the mitral position was showing signs of early degeneration (significantly increased gradients and high pulmonary pression) after an implant duration of approximately three (3) years. The patient was noted to be currently doing fine. Re-do has been considered.

Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: corrected data: through investigation it was learnt that by rechecking the echo it was concluded that the valve was not showing any signs of deterioration or malfunctioning. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that a valve model 7300tfx implanted in the mitral position was showing signs of early degeneration (significantly increased gradients and high pulmonary pression) after an implant duration of approx. Three (3) years. The patient was noted to be currently doing fine. Re-do was considered. By rechecking the echo it was concluded that the valve was not showing any signs of deterioration or malfunctioning.